Manufacturer narrative:
A review of the complaint history for sn (B)(6) was performed in salesforce which did not locate similar complaint(s) with the same failure mode for this serial number. A review of the device history record for sn (B)(6) was performed from the date of manufacture, 03-may-2019 and confirmed that this device was not previously returned for servicing and there were no production failures which correlates to the customer reported issue. Upon investigation of the actual device used in this incident, it was determined that device was unable to communicate and was in critical override. A technical support specialist found that the device data synchronization service was stopped. Dialed in and started the data synchronization service to resolve the issue and the device was communicating. The system functioned as intended after the technical support specialist verified the issue.

Event description:
It was reported by the customer that a bd pyxis¿ anesthesia station es had a device was not communicating and was in critical override. The customer stated that the malfunction occurred when user trying to issue medication to patient. There were no adverse events or injuries reported based on this event.